Manufacturer narrative:
(B)(4) initial report. Device details, patient medical history, post primary and pre-revision x-rays, explant and reason for revision have been requested in order to progress with the investigation. Device manufacturing records will be reviewed when appropriate device information has been provided.

Event description:
Cormet revision.